Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door 3 was failed and unable to recover. A field service engineer identified that door 2 was coupled, although it was represented as two distinct doors in the software. To assist in the repair of the malfunctioning door 3, he installed a latch in the designated position for door 3. Following this, he successfully restored tower door 3 and coupled the doors in accordance with the storage space configuration. The system functioned as intended after the field service engineer resolved the issue.